Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture, capsular contracture and gel bleed received on (B)(6) 2020 with lot number 1830355. Visual analysis of the returned device identified: broken shell, particles brown particles in the surface of the shell, device appearance (observed 40 mm dark patch edge material inside gel device) and underweight. A microscopic analysis was performed which identify sharp edge opening in the same edge assessed as unidentified tear opening and the opening striated in the posterior side. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening. A striated opening in the posterior side assessed as surgical damage.

Event description:
Healthcare professional reported a left side "bleeding", "rupture" and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, gel bleed and capsular contracture, baker grade unknown. (B)(6).

Event description:
Healthcare professional reported a left side "bleeding", "rupture" and capsular contracture, baker grade unknown. Device has been explanted.